Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a cooling malfunction on the arctic sun device. The water did not get cold. Per review of wo on 07aug2024, there was no patient involvement. Per follow up information received via email on 19aug2024, they repaired the device on the customer site. The problem was cooling malfunction. They replaced a mixing pump, and the problem was resolved.

Event description:
It was reported that there was a cooling malfunction on the arctic sun device. The water did not get cold. Per review of wo on 07aug2024, there was no patient involvement. Per follow up information received via email on 19aug2024, they repaired the device on the customer site. The problem was cooling malfunction. They replaced a mixing pump, and the problem was resolved.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. The device was evaluated upon receipt. The water temperature of t4 was around 4-6 c. But the water temperature of t1 was not cold. Replaced mixing pump. This device was evaluated for functionality per (B)(4) rev0. It passed all tests successfully. The evaluation found no other issues with the arcticsun performance. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.